Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, display window, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
Customer reported via phone, the buttons on the insulin pump were unresponsive. Customer's blood glucose was not provided. Customer is returning the device for further analysis.